Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visible inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5: on (B)(6) 2020, a longer lens was implanted but the problem was not resolved. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.0/+2.0/085 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2020 the lens was explanted due to low vault. On (B)(6) 2020 a longer lens was implanted and the problem was resolved. The cause of the event is reported as unknown.